Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 17925205; product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 18691719.

Event description:
It was reported that patient underwent an explant procedure due to high impedance. No further information has been obtained despite good faith efforts.